Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank mini drawer failed to open when tried to issue the medication. Customer stated that after the witness had entered their credentials, it went back to the list of medications again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.